Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Correction performed on 12-aug-2015 concerning follow-up information received on 16-jul-2015: the event left essure was transfixing the uterine horn was amended to right essure was transfixing the uterine horn. Updated product technical complaint (ptc) investigation and final assessment were received on 27-aug-2015 upon receipt of lot number b16009. The bayer reference number for the ptc report is: (B)(4). Final assessment: the batch number was re-reported as b16009. B16009 is not a valid lot number. The lot b15009 is a valid lot number with manufacturing date apr-2013 and expiration date apr-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record (b15009) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment : this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-sep-2015 for the following meddra preferred terms: pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female patient who had a pregnancy with essure (fallopian tube occlusion insert) more than 1 year after device placement. She underwent an elective abortion. Later, during a laparoscopy surgery for essure removal, right essure was found transfixing the uterine horn. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In the present case, tubal occlusion was confirmed 3 months after essure placement by x-ray and ultrasound. Later; a uterine perforation was diagnosed during a laparoscopic surgery for essure removal. This perforation could have been a contributory role in essure failure (pregnancy). However, since physician stated essure inserts were in place at the time of pregnancy diagnosis; a causal relationship between the events and the suspect insert cannot be excluded. This case was initially regarded as non-incident; however upon receipt of follow-up information, a surgical intervention for essure removal was reported. Therefore, this case was upgraded to incident. The product technical analysis concluded to unconfirmed quality defect (no complaint sample provided for a technical investigation). Based on this report, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Event description:
This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2015 which described a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. On (B)(6) 2014, the patient experienced pregnancy with essure, more than one year after placement of the implants that was controlled by radiography and ultrasonography in (B)(6) 2013. An elective abortion was performed. Follow up information received on (B)(6) 2015 from physician: the patient was (B)(6) years old at time of the report. The physician confirmed patient's pregnancy. At time of the report, essure devices have not been removed. No more information available because the physician that completed the questionnaire did not perform the placement. Follow up (B)(6) 2015: ptc investigation results were provided. Ptc global number: (B)(4). Batch number b15009 production date: 4/2013 and expiration date: 4/2016. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification risk category v. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure is not necessarily indicative of a quality defect as it may occur with the use of any contraceptive. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on (B)(6) 2015: information received states that an ultrasound was performed following essure placement (no results provided). On (B)(6) 2015, patient was seen for medical examination (no further information provided). Follow up information (pregnancy questionnaire) received on (B)(6) 2015 from physician: the essure batch number reported by physician was b16009. The placement of essure was performed during follicular phase (first day of the last menstruations was (B)(6) 2013). An observation of the uterus before placement procedure was performed and showed synechia of the upper part of the endocervix. The contraception used before confirmation of efficiency of essure was cerazette (starting on (B)(6) 2013 and stopped on (B)(6) 2013). A test for confirmation of essure was performed by radiography on (B)(6) 2013 and by 3d transvaginal ultrasonography on (B)(6) 2013. The confirmation test did confirm the obstruction. The patient received the information that essure was efficient on basis of the confirmation test. The physician confirmed the pregnancy and stated the implants were in place at the time of diagnosis of pregnancy; he also reported the patient's wish regarding the pregnancy was interruption. Essure implants were removed on (B)(6) 2015 by laparoscopy. Observation about localization and condition of the implants showed the right essure transfixing the uterine horn and the left essure in place. Case upgraded to incident. Follow-up information received on (B)(6) 2015 cerazette was started in (B)(6) 2013 and was stopped at the end of (B)(6) 2013. No further information was provided. Case closed. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6)-year-old female patient who had a pregnancy with essure (fallopian tube occlusion insert) more than 1 year after device placement. She underwent an elective abortion. Later, during a laparoscopy surgery for essure removal, right essure was found transfixing the uterine horn. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In the present case, tubal occlusion was confirmed 3 months after essure placement by x-ray and ultrasound. Later; a uterine perforation was diagnosed during a laparoscopic surgery for essure removal. This perforation could have been a contributory role in essure failure (pregnancy). However, since physician stated essure inserts were in place at the time of pregnancy diagnosis; a causal relationship between the events and the suspect insert cannot be excluded. This case was initially regarded as non-incident; however, upon receipt of follow-up information, a surgical intervention for essure removal was reported. Therefore, this case was upgraded to incident. An updated product technical analysis (lot number amended at follow-up) is being sought.